Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was attempted to be implanted within the colon of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the stent was being implanted as a bridge to surgery. The patient's anatomy was reported to be tortuous. During the procedure, the stent was attempted to be deployed, but resistance was met and the stainless steel shaft became bent. No portion of the stent was able to be deployed. Therefore, the device was removed from the patient and the procedure was completed with a different stent. There were no patient complications as a result of this event. The patient's condition was reported to be "good' post procedure. Based on the evaluation findings, which indicate that the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath, this is now a reportable event.

Manufacturer narrative:
(B)(4). A visual examination of the returned device found that the stent was fully mounted onto the device. A bend was noted in the stainless steel handle. The outer sheath was stretched for a distance of 15mm from its proximal end. During a functional analysis, an attempt was made to retract the outer sheath and deploy the stent. However, a restriction was met. The shaft was dissected at the proximal end of the clear outer sheath and the distal end of the inner lumen and stent were withdrawn from the outer sheath. No issues were noted with the profile of the inner lumen or deployed stent that would have contributed to the complaint reported. No issues were noted in movement of the outer sheath of the proximal end of the shaft after it had been dissected. The spacer tube had come out of the stainless steel handle. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.